Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose was 400 mg/dl. The customer stated she had been experiencing high blood glucose ever since she hurt her back. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. No air was found in the tubing. Insulin exited the tubing during a manual prime and no leaks were found. The settings were correct on the insulin pump and a no delivery alarm was found for (B)(6) 2014, in the history. The customer stated she was changing the infusion set and was not getting delivery and she tried a new one. The high pressure test was performed and passed. The customer was advised the insulin pump was working as designed and was advised to change the entire set, reservoir and insulin. The infusion set cannula was neither bent nor occluded and the site was not sore or irritated. The customer was advised to contact her healthcare provider. Nothing further was reported.